Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue (no image) was not confirmed; however, the device relayed an image with noise and flickering. The image issue was determined caused by short circuit within the image sensor cable. Inspection of the device showed one of the tubes was found to be leaking due to perforation; the control body showed fluid ingression; and the switches were worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope relayed no image to the monitor. The customer reported there was no delay in procedure and patient was not under sedation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image noise / flickering was caused by leakage in the biopsy channel invading the subject device. The leakage damaged the image sensor and the image was not temporarily displayed; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: - inspection of the endoscopic image user can reduce/prevent occurrence of the suggested event by handling the device in accordance with IFU below. ·when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. ·if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.